Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator's screen was not visible on the lowest brightness setting, and was hardly visible on the brightest setting. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the v60 ventilator's screen was not visible on the lowest brightness setting and was hardly visible on the brightest setting. An order for a replacement liquid crystal display (lcd) assembly was performed. Insufficient information was available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.